Event description:
It was reported that the compressor's drainage valve was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. Provided in report: d4 serial # correspond to device involved in the event, which is "compressor mini 230v¿. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 10/22/2015.